Event description:
It was reported that approximately 3 months following the implant of this transcatheter bioprosthetic valve, while cutting the patient's nails, a staff member at the patient's facility noticed poor coloration in the patient's right toe. During a consultation at the nearest outpatient clinic, edema in the right lower limb, poor coloration of the right toes, and ulcers between the first and second toe were diagnosed. The patient was referred to the hospital and admitted on the same day. Emergency femoro-femoral bypass grafting and intra-arterial thrombus removal surgery were performed for lower limb occlusive arteriosclerosis. The patient was transferred to a differed hospital approximately 2 weeks later. Necrosis on the toes was noted. Nearly 2 months later, it was noted that the necrosis had progressed necessitating amputation of the necrotic tissue. 2 days after the procedure, the patient was admitted to a different hospital where treatment of the necrotic area continued. Despite treatment, the necrosis progressed and the patient was transferred to a new hospital after 3 weeks. Due to both necrosis and an infection, it was deemed impossible to preserve the lower limb. A right thigh amputation was performed. The patient was transferred to a different hospital after one week. Approximately 5 months and 7 week later, the patient was admitted due to fever, decreased oxygenation, and a positive covid-19 test. A computed tomography scan revealed no clear pneumonia. Antiviral medication was administered and the patient's oxygenation and diet were maintained. The patient was discharged after 6 days in the hospital. Approximately 2 months and 9 days later, the patient passed away. The cause of death was noted to be old age.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 months following the implant of this transcatheter bioprosthetic valve, while cutting the patient's nails, a staff member at the patient's facility noticed poor coloration in the patient's right toe. During a consultation at the nearest outpatient clinic, edema in the right lower limb, poor coloration of the right toes, and ulcers between the first and second toe were diagnosed. The patient was referred to the hospital and admitted on the same day. Emergency femoro-femoral bypass grafting and intra-arterial thrombus removal surgery were performed for lower limb occlusive arteriosclerosis. The patient was transferred to a differed hospital approximately 2 weeks later. Necrosis on the toes was noted. Nearly 2 months later, it was noted that the necrosis had progressed necessitating amputation of the necrotic tissue. 2 days after the procedure, the patient was admitted to a different hospital where treatment of the necrotic area continued. Despite treatment, the necrosis progressed and the patient was transferred to a new hospital after 3 weeks. Due to both necrosis and an infection, it was deemed impossible to preserve the lower limb. A right thigh amputation was performed. The patient was transferred to a different hospital after one week. Approximately 5 months and 7 week later, the patient was admitted due to fever, decreased oxygenation, and a positive covid-19 test. A computed tomography scan revealed no clear pneumonia. Antiviral medication was administered and the patient's oxygenation and diet were maintained. The patient was discharged after 6 days in the hospital. Approximately 2 months and 9 days later, the patient passed away. The cause of death was noted to be old age. Additional information was received that the valve was implanted in the native annulus. The final implant depth was 4 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc).

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.